Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Customer¿s blood glucose level was 540 mg/dl. Reportedly, the customer experienced diabetic ketoacidosis. Reportedly, the customer went to the emergency room (ER) where bg was treated intravenously with saline and insulin. Reportedly, customer left the ER 14 hours later with the issue resolved and no permanent damage. Troubleshooting with tandem technical support indicated that pump battery was depleting normally based on settings and customer usage. The customer continued to use the pump for insulin therapy.